Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to reprocessing deviating from the instruction manual. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and found that the high pressure was caused by a clogged red plastic material inside the nozzle of the insufflation channel. In addition, the device evaluation found following non-reportable malfunctions: the bending section cover¿s glue was separated, the light guide lenses were chipped, the bending angulation was out of standard value, the right/left knob lock system was worn out, and the scope connector water mouthpiece was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous data submitted in g3. Please see the update below in section: h10. Correction made to g3: date received by manufacturer should be 01-12-2024.